Event description:
It was reported internal hex of implant was stripped during placement. Implant was removed and replaced with another one. Tooth 30

Manufacturer narrative:
Zimvie complaint number cmp- (B)(4).

Manufacturer narrative:
Zimvie received one (1) t3pt6511, (t3 pro tapered implant 6/5mm (d) x 11.5mm (l)) for evaluation. Visual evaluation was performed, unable to detach "removal tool" to verify claim that the internal hex of implant is damaged. Note, the stuck removal tool did not contribute to the event. The issue occurred during removal of the implant. Tool identified as a ir615. DHR review was completed for the subject lot number 2023030429. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030429 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded recommended value. However, a definitive root cause could not be identified. Therefore, based on the available information, a device malfunction could not be verified. The implant had a removal tool stuck to the implant. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.